Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade the right ventricular lead exhibited high threshold the patient was asymptomatic. The lead was explanted and replaced. The patient remains stable.